Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred and pump screen went black when customer was attempting to fill the tubing. The customer's blood glucose level was 600 mg/dl with trace level of ketones. Manual insulin injection was administered and customer drank water to address bg level. The customer reverted to alternate method of insulin therapy.